Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Additional contact number is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine inspection by customer the cs300 intra-aortic balloon pump (iabp) had screen display problem. There was no patient involvement reported.